Event description:
It was reported that during preparation for a coronary angioplasty procedure, the liberte monorail stent was dislodged during prep. The liberte monorail stent was being prepared with saline solution, however, the delivery system solution did not exit from the tip of the balloon. The stent cover was being removed when stent dislodged from the balloon,exiting along with the protector. This device was never used on the pt, and the procedure was finished successfully with another liberte stent. Patient status was reported as 'okay'.

Manufacturer narrative:
Product has been returned, however, the investigation is not complete at this time. A supplemental report will be filed when the investigation is comlete.